Event description:
Procedure type: low anterior resection. Pt gender: unk. According to the reporter: after applying the device it was noticed that the posterior rectal wall was not completely cut. The tissue was manually cut and the anvil was removed from the pt. Surgery time was extended by more than thirty mins as a result. No tissue loss, no stomas, and no bleeding occurred. The pt is in well current condition.